Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the black box data showed no unexplained power interruptions. No damage was observed to the battery compartment or returned battery cap. The battery cap contact dimensions measured within specifications. The pump was able to power on with the returned battery cap. The pump was then exercised for 24 hours with no power issues or alarms. The pump cover was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.